Event description:
While using a direct drive disposable laparoscopic clip applier for laparoscopic cholecysectomy case, the clip applier misfired. The clips would drop off tissue and also refused to fire. Three clip appliers were used to complete the case with the third one being successful.